Event description:
The customer alleged loss of audible alarm. It is not verified that the ventilator exhibited loss of audible alarm, and no malfunction may have occurred. No pt harm or change in therapy.